Event description:
It was reported that the movement with the prograsp forceps instrument was not good during a da vinci prostatectomy procedure. The surgical staff checked it and found that the mechanical wire was snapped. The staff exchanged it into a backup instrument and the planned procedure was completed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the grip cable was derailed on one side of the distal clevis from the yaw pulley. The yaw motion was non-intuitive as a result. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .030 - .102 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.